Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose reported at 61 mg/dl after announcing a usual lunch while using the ilet; the user was new to the system and had been announcing more than meals and had also been pausing insulin delivery during lows. Symptoms included hypoglycemia treated with oral glucose. Outcomes included no hospitalization and resolution of the low at the time of contact. Investigation included user communication and customer care provided troubleshooting with education on appropriate meal announcements and the risks of pausing insulin during treatment of hypoglycemia. Investigation of this case revealed use-related factors, including over-announcement of meals during the learning period and pausing insulin delivery, which likely contributed to hypoglycemia; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and therapy management during the learning period.